Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that computer needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue for the monitor is staying black is related to the vga cable going from the display port to vga converter to the videosplitter for the printer. The display port adapter to videosplitter was disconnected. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that 2d scan resulted in poor image quality. The site attempted a restart and afterward the mobile view station (mvs) monitor stays black. Navigation and imaging were aborted. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the viewing station of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The viewing station of the imaging system computer was returned to the manufacturer for evaluation. Testing found that the video controller driver was missing from the unit, resulting in the reported issue. It was noted that the unit was manually started where an amber fault light illuminated due to the missing driver. If information is provided in the future, a supplemental report will be issued.